Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1198. It was reported the pt experienced right foot/heel pain postoperatively. She stated it was a very sharp "shocking" sensation at intervals. Stimulation was unable to resolve the issue. The physician pulled the leads down, but the stabbing pain did not subside. The physician removed both leads. The discomfort improved after the leads were removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.